Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the allegation of the customer was that the patient dose was three times higher compared to previous exams. A philips engineer inspected the system onsite and no malfunction was found. Dose and radiation performance tests showed that the system was working according to specification. No image quality issues were found either. Philips has completed a good faith effort to get further information regarding the patient dose and procedure. However, the customer has not provided the requested information. No further investigation could be performed. Philips cannot confirm the reported high patient dose.

Event description:
It has been reported to philips that during a procedure the patient received a high radiation dose and images were blurry. No harm to the patient has been reported to philips. Philips has started an investigation for this complaint.

Event description:
It has been reported to philips that during a procedure the patient received a high radiation dose and images were blurry. No harm to the patient has been reported to philips. Philips has started an investigation for this complaint.